Event description:
On 02/05/2024, infutronix received a report that a pump had a 'speaker module - no sound, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 2/21/2024 and tested following the procedure below: 16.1. Connect the pump to the administration set. 16.2. Power on the pump. 16.3. Individually press each key on the keypad. 16.3.1. Passing criteria: each key press is signaled by an audio queue by the speaker. 16.3.2. Passing criteria: audio queue is clear and unaccompanied by static or other. 16.4. Select resume infusion. If not available, select new infusion. 16.5. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 16.6. Press the run/stop key to run the infusion. 16.7. Using both hands, press the black cassette latch lock button and slide the cassette latch to release the cassette module from the pump. 16.7.1. Passing criteria: the cassette loading error alarm is accompanied by an audio queue from the speaker. 16.7.2. Passing criteria: audio queue is clear and unaccompanied by static or other. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The investigation is concluded. If any of the above passing criteria are not met, continue with the following actions to attempt to determine a root cause for the failure. 16.8. While device is powered off, remove the 4 screws from the back side of the pump housing. 16.9. Disassemble the pump housing and visually inspect the internal component connections. 16.9.1. If any loose or damaged connections are identified, root cause is determined to be loose or damaged internal connection. The investigation is concluded. 16.9.2. If the failure is able to be replicated and/or confirmed, but no root cause can be established with the protocols defined in this procedure, document this on the investigation record and conclude the investigation. The pump passed all tests with no issues found. Each key was pressed and there was an audio cue. When an 100 ml infusion was started and the pump was removed from the cassette, the pump alarmed cassette loading error. The reported issue is not confirmed. The pump meets passing criteria.